Event description:
It was reported that post-op films from primary surgery in recovery showed that shell moved. The surgeon scheduled hip revision for (B)(6) 2014 . After revision surgery, the surgeon stated that the failure of the primary hip was not caused by the implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the surgeon did not believe the event is device related. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a trident shell was reported. The event was confirmed. Insufficient medical records were received for review with a clinical consultant however a medical review was completed for the primary surgery completed on (B)(6) 2014 - medical review details captured in pi (B)(4) cross referenced with this investigation. Medical records received and evaluation: the clinician concluded: "issue with revision of trident hemispherical cup due to acetabular fracture 2-days post primary arthroplasty in a (B)(6) female with obesity. During surgery a fracture had been recognized during progressive size cup reaming and implantation. Despite extra cancellous screw fixation, cup position proved unstable and revision surgery was undertaken 2-days later. No details available on revision surgery neither outcome. X-rays post event confirm a trans-acetabular fracture with migration of the whole cup with screw attached towards the inside of the pelvis. No implants were returned for investigation. The principal root cause of failure in this case is the occurrence of an acetabular fracture during primary arthroplasty, not an exceptionally rare complication with cup implantation and also often not recognized during the procedure. Also in this case, the problems were recognized only during a late phase of the procedure and even then no appropriate action was undertaken. As such this problem is procedure-related by definition. There is no evidence for the presence of device-related factors to contribute to the problem as also confirmed by the surgeon after the procedure. Root cause of failure in this pi case is procedure-related as related to surgical technique and not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact root cause of the loose shell has its origins in procedure related factors. A medical review of the post op x-rays provided from the primary surgery confirmed the loose/dislocated shell. The surgeon confirmed after the revision surgery that this was not a device related issue.

Event description:
It was reported that post-op films from primary surgery in recovery showed that shell moved. The surgeon scheduled hip revision for (B)(6) 2014 . After revision surgery the surgeon stated that the failure of the primary hip was not caused by the implant.